Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there are a bunch of us here who have pain from migration issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant) and medical device pain ("there are a bunch of us here who have pain from migration issues"). At the time of the report, the device dislocation and medical device pain outcome was unknown. The reporter considered device dislocation and medical device pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media- quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there are a bunch of us here who have pain from migration issues') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("there are a bunch of us here who have pain from migration issues"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.